Event description:
A customer reported repeated low quality control results for troponin I, ckmb and hcg. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.